Manufacturer narrative:
Product evaluation confirmed that the sheath was not peeled along the scorelines and had been cut. Imaging of the valve revealed an uneven tear along the scoreline.

Manufacturer narrative:
The impella cp pump was not returned by the customer, only the introducer was returned, and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation if the information is related to this event.

Event description:
The complainant reported a (B)(6) white male patient had impella cp pump inserted in the left femoral for acute myocardial infarction (ami) with shock. The repositioning sheath advanced into the artery, the patient was bleeding around the insertion site that was uncontrollable. The pump was removed and patient was taken to operating room (or) for surgical closure.